Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, bi-lateral, asr xl acetabular system (right), reason for revision: alval/soft tissue reaction, (B)(4) for left hip incorrect see below. Update received 30th august 2014. Two products added. (B)(4) was originally reported as the left hip revision, however (B)(4) is a duplicate of (B)(4) and has been sent to void. (B)(4) for left hip revision.

Event description:
The pt was revised to address alval.